Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Vomiting, pain, and nausea are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number, the event date, treatment date, explant date, diagnostic testing, patient data or further event details. Device labeling addresses the reported event of device migration as follows: possible complications of the use of the orbera¿ system include: intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel and adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery, or endoscopic removal could be required. Device labeling addresses the reported event of vomiting, pain, and nausea as follows: possible complications of the use of the orbera¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon.

Event description:
Patient reported "replace balloon through massage" and vomiting. Medication for pain, nausea, and vomiting were used to treat the events. Device remains implanted.